Manufacturer narrative:
We have verified that the reported lot number is the same as a lot number that is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The consumer did not provide an absorbency; therefore, we are unable to confirm the product is part of the recall and unable to provide a UDI number or model. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported that the tampons fell apart.